Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology at the time of the event was severe disease progression resulting in aortic neck dilatation, and moderately angulated and short aortic neck. It was reported that the patient presented at routine follow-up appointment and the CT demonstrated that the stent graft had migration which resulted in a type I endoleak. The physician elected to remove the stent graft; however, the iliac limbs were securely patent and the physician elected to leave the iliac limbs implanted in the patient. The user facility discarded the explanted portion of the stent graft. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results - (endoleak, migration), (device was discarded), (severe disease progression, aortic neck dilatation, and moderately angulated and short aortic neck); conclusions - (severe disease progression, aortic neck dilatation, and moderately angulated and short aortic neck).